Event description:
Pt was revised to address asr cup, which had loosened and shifted from 45 degrees to about 20 degrees past vertical. The tissue around the implant was a brown-colored paste.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.